Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with completely broken reservoir tube lip. The device was unable to perform the occlusion test due to the broken reservoir tube lip. However, the pump was received with normal operating currents and passed all other tests. No unexpected low battery alarm was noticed during testing. The pump had a minor scratched lcd window, cracked case at display window corners and a missing o-ring.

Event description:
The customer reported via phone call that the plastic around the reservoir compartment broke off and is damaged. Customer's blood glucose was unknown at the time of incident. The product will be returned.